Manufacturer narrative:
Adverse event problem: the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a procedure, the blade broke off in the sternum bone. The procedure was stopped, the patient¿s lungs were re-inflated, the product was removed, and a new product was obtained to finish procedure. The procedure was completed successfully; the duration of the surgical delay was not reported, and no additional adverse consequences were reported.